Event description:
The patient contacted animas on (B)(6) 2013 reporting that the display screen was difficult to read due to scratches. The patient reported that the pump was knocked into a cement wall resulting in scratches across the entire front of the pump. This report is made based on the allegation of the display issue which could not be resolved through troubleshooting.

Manufacturer narrative:
Follow-up # 1 date of submission 06/10/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display lens was found to have multiple scratches making it difficult to read; the display screen was faded and discolored. The display was replaced with a test screen for testing and found to function properly with no discoloration or fading.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.